Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a history of pulmonary embolus had a vena cava filter deployed in an infrarenal position. There were no immediate complications encountered. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 10/2012); (10/2011). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years six months of post deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that there was an inferior vena cava filter with hook on the top so retrievable and was present at l2-l3 interspace to top of l4. The study images also showed that there was a grade 2 perforation with grade 3 left lateral strut perforation. Also, it was unable to access tilt since no reformats but appears ok. It was unable to access migration too since no priors. Around one year and nine months later, a computed tomography of abdomen and pelvis was performed for right hip pain and evaluation of inferior vena cava filter. The study showed that there was an inferior vena cava filter arises beneath the level of the renal veins I low ¿ lying and was found just above the level of the bifurcation of the common iliac veins. The filter was present at inferior l2 to superior l4 and there was no migration compared to the previous study. The study images also showed that there was a grade 2 perforation with grade 3 left lateral strut perforation of the wall of aorta however difficult to assess definitively. Around one year and five months later, a computed tomography of abdomen and pelvis was performed for abdominal pain and evaluation of inferior vena cava filter. The study showed that there was an appropriately positioned inferior vena cava filter proximal to the renal veins and the tip of the inferior vena cava filter was approximately 3.5cm below the renal veins. The study also showed that the tip of the filter was close to the anterior wall, about 3mm away compared to about 8mm away from the posterior wall, anterior tilt. Also, the proximal tines are beyond the inferior vena cava wall and the anterior tine extends up to 5mm beyond the wall. The left lateral tine appeared to extend into the aorta. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4(expiration date: 10/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.